Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the facility staff did not receive proper training on reprocessing and/or device handling according to instructions for use. The specific root cause of the facility training and/or device handling could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "chapter 7 cleaning, disinfection and sterilization procedures 7.3 precleaning preclean the endoscope at the bedside in the procedure room immediately following the procedure. When using the cyf-5, these steps are to be performed when the light source is turned off. When using the cyf-5a, the steps are to be performed when the suction pump is turned on and still connected to the endoscope. [Caution] if the endoscope is not immediately precleaned, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. 7.5 manual cleaning to prevent damage to the endoscope, never immerse the endoscope together with objects such as endo-therapy accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of our investigation, while onsite the ess utilized a cystonephrofiberscopes discussed and demonstrated the precleaning steps that need to be performed immediately following the procedure prior to transport. The ess then discussed reprocessing steps from leakage testing through the manual cleaning of the scope, while one of the technicians demonstrated the steps at the sink. The ess also demonstrated how to disassemble the forceps/irrigation plug and reviewed the manual cleaning steps. The ess emailed the maj-891 cleaning guide poster to the customer for reference as well as the completed attendance and on track forms. The device will not be returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The endoscopic support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that pre-cleaning was not being performed on the scope in the procedure room. The ess also observed that the customer was not fully disassembling the forceps/irrigation plug during the reprocessing process. There was no patient infection or patient involvement.